Event description:
It was reported that the subject device had video image disconnection. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. Updated fields: b5, d8, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the repair site for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion, scope mount corrosion, free locking lever corrosion and main body flooding (lens). Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. For the new reportable malfunctions mentioned above, the cause was traced to an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Updated event provided by customer: the event was identified during a therapeutic procedure.